Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an epiq elite ultrasound system. The issue was found outside of clinical use and no patient or user was harmed. Information was provided recommending a replacement transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed that determined damages to the lens face was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.